Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccuracies on (B)(6) 2014. Patient claims the device read lower than the fingerstick values. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.